Manufacturer narrative:
Product was not returned for evaluation and lot specific information was not provided to moog. Therefore additional investigation was not possible.

Event description:
Customer stated that the tubing was leaking. In addition an estimated one inch was missing from the tubing no injury to a patient was reported. (B)(4).